Event description:
The anesthesia tech reports upon opening a cardinal health presource adult anesthesia kit the yankauer inside had 2 issues. Issue #1: there appears to be a black product of some type inside the actual yankauer...this may be rubber, paint, shavings, particles. It is difficult to determine what this might be but clearly it isn't sterile. Issue #2: inside the packaging a broken piece of plastic or possibly glass was found. This broken piece is clear whereas the yankauer is made of a pale blue colored plastic. Upon close inspection of the yankauer it does not appear to have any broken areas. These concerns were found prior to use and did not impact the patient in any fashion.